Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the motor is sounding rough, and parts in the internal collet and the motor shaft were corroded. Temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: front: 91 degrees f - rear: 85 degrees f.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation.

Event description:
It was reported that an indigo high speed otologic drill was "overheating" prior to use. This is the only information provided and t here was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.